Manufacturer narrative:
Retainer ring = black. Customer complained about critical pump error/open book image on the event date (B)(6) 2021. Customer also gone out on boat exposed to water. Device perform visual inspection and pump received with cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. Tested with a test p-cap and the test p-cap locked in place properly. The crest/thus downloads were successful. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected critical pump error (open book) noted during testing. However, found related alarm pump error 63 alarm during self test at the formatted history files. 08/09/2021 17:19:01.device was cut/open and inspected and found corroded/moisture damage at pcb1, pcb2 and motor assembly. Device passed required testing. Not confirmed critical pump error (open book) alarm during testing. Confirmed related alarm pump error 63 alarm at the formatted history files due moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed an open book image. Customer stated that the insulin pump was exposed to water. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.